Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a trivial pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a watchman procedure to treat left atrial appendage closure (laac), a versacross connect kit was selected for use. The patient had an aneurysmal septum, the physician crossed septum in an inferior, mid manner. The versacross dilator and the watchman sheath stuck tenting at septum and then jumped across the left atrium. The patient blood pressure decreases and anesthesia staff increased the blood pressure of the patient throughout the procedure. The left atrium looked compressed and a trivial baseline pericardial effusion was noted. The trivial pericardial effusion at baseline remained the same and no other effusion was noted. The patient was stable, but the physician did continue the procedure due to the atrium changing shape and patient's low blood pressure. Patient went to unit intubated. The procedure was aborted. Computed tomography (CT) will be performed and the patient remains under physician monitoring. It was further reported CT confirmed a small pericardial effusion or hematoma sourced from transseptal puncture to the left atrium wall (resolved, patient went home next day). In (B)(6) 2024 the patient underwent a successful left atrial appendage closure (laac) procedure.